Event description:
The customer reported error 10003 appeared when conducting daily check. No pt harm was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.